Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Data investigation confirmed an alert/notification settings issue as no alert/notification. The probable cause was that the alert was disabled. It was noted in connection with the allegation that the app did not deliver high alerts as they were manually disabled. The sensor failed at 02:58 pm on (B)(6) 2025. The app delivered sensor failed alerts, escalating from 0 percent to 100 percent volume, and the alert was acknowledged at 04:01 pm. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient reported that she went to the ER and had a bg level of 700 mg/dl. She reported that this occurred as her direct to watch app did not provide her with any alerts notifying her of her hyperglycemic state. No patient symptoms were reported. No further event details were provided. Attempts to reach the patient for further event details were unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.